Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun gel pads were removed, as per policy, to check skin integrity. Skin tearing was observed as the pads were removed. There were multiple skin tears to the patient's abdomen, trunk and left thigh. The patient's skin was fragile and the patient was in multiple organ failure (mof). The device was immediately removed from service and put in quarantine for investigation.

Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the arctic sun gel pads were removed, as per policy, to check skin integrity. Skin tearing was observed as the pads were removed. There were multiple skin tears to the patient's abdomen, trunk and left thigh. The patient's skin was fragile and the patient was in multiple organ failure (mof). The device was immediately removed from service and put in quarantine for investigation.